Manufacturer narrative:
The manufacturing date has been updated based on product download sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor adhesive was returned. An extended investigation has also been performed for the reported complaint and returned sensor and sensor plug. The applicator and sharp were not returned. The DHR (device history review) was reviewed and verified that the unit passed all tests. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. A no product returned extended investigation has been performed for the applicator, sharp and reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the applicator and sharp passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the reported sensor applicator and sharp are returned, an investigation will be performed.

Event description:
A customer reported pain and infection like symptoms while wearing the adc freestyle libre sensor. On (B)(6)2019, the customer described redness, skin inflammation, swelling and the beginning of a bacterial infection at the sensor site. The customer had hcp contact and was treated with antibiotics. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported pain and infection like symptoms while wearing the adc freestyle libre sensor. On (B)(6) 2019, the customer described redness, skin inflammation, swelling and the beginning of a bacterial infection at the sensor site. The customer had hcp contact and was treated with antibiotics. There was no report of death or permanent injury associated with this event.